Event description:
The customer reported that a convict was restrained in bed with a wrist cuff. The convict broke the cuff from the strap at the stainless steel swivel part of the cuff and the strap. The cuff was still attached to the convict and the strap was still attached to the bed frame. No one was hurt.

Manufacturer narrative:
Cuff broke. Results: evaluation of the returned product shows that the metal loop tore the leather material.